Manufacturer narrative:
Age/date of birth: unknown, not provided (B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported zlb00 24.5 diopter intraocular lens (iol) was explanted from a patient's right eye due to unexpected postop refraction. The lens was replaced with the same model iol of a lower diopter (d) size. After the exchange the patient visual acuity is 1.0d (20/20). No further information provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 4/19/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection with an unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The device issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.